Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient "had just been discharged from the hospital". Treatment was not reported. At the time of this report, the patient recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2024. This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms.the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.